Manufacturer narrative:
At this time, the product has not been retuned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Event description:
It was reported that right ventricular lead was explanted and replaced due to dislodgement leading to pacing inhibition. No additional adverse patient effects were reported.